Manufacturer narrative:
Correction: d4: medical device lot #: 3160660. D4: medical device expiration date: 2024-06-30. H4: device manufacture date: 2023-06-09. E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). E1: initial reporter zip: (B)(6). H6: investigation summary: bd received four (4) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. 4 customer sample was subjected to a visual inspection for embedded fm. 1 of 4 customer samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were dark particles found inside of an unspecified number of tubes. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were dark particles found inside of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.